Event description:
On 11/02/2021, it was reported by a sales representative via email that an ar-8978-cp repair kit one implant successfully implanted and one was faulty. This occurred during a ucl, there was no patient effect reported. The case was successfully completed using a second kit. Additional information requested additional information provided 11/03/2021: the procedure was being performed on (B)(6) 2021. The device broke during insertion, and the fragments were removed. The case was completed using a new kit of the same part and lot number.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed, no implant returned and no pictures were provided. No damage was observed on the two delivery devices, drill bit or trocar tip returned. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.